Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: two (2) controllers ((B)(6) , (B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Review of the controller log files pertaining to (B)(6) revealed that the device was not in use during the reported event date and was likely the backup controller. Log file analysis associated with (B)(6) did not reveal any controller fault alarms logged within the analyzed period. As a result, the reported controller fault alarm involving (B)(6) was not confirmed. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event, likely due to the handling of the device. Additionally, visual inspection of (B)(6) under 10x magnification revealed hairline cracks around both controller power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Functional testing of (B)(6) revealed that the no power alarm sounded briefly when both the power sources are disconnected and the controller exhibited a controller fault alarm due to an issue with the internal battery. The nickel- metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed two (2) controller power up events logged on (B)(6) 2020 at 13:29:58 and 14:17:43. The data point prior to the first loss of power revealed that a battery was connected to power port 1 with 47% relative state of charge (rsoc) and a n active adapter was connected to power port 2. The data point recorded after the first loss of power revealed that a new battery was connected to power port 1 and an adapter was connected to power port 2. The controller was without power for 14 seconds. The data point prior to the second loss of power revealed that the same battery was connected to power port 1 with 55% relative state of charge (rsoc) and an adapter was connected to power port 2. The data point recorded after the second loss of power revealed that the same battery was connected to power port 1 and no power source was connected to power port 2. The controller was without power for 5 minutes and 19 seconds. No anomalies were observed prior to the losses of power. Analysis of the alarm log file revealed two (2) controller fault alarms were logged on (B)(6) 2020 at 14:08:25 and 14:53:09, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the loss of power and controller fault alarm involving (B)(6) events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate controller 2.0 with faulty internal batteries. Additional products: controller 2.0 (B)(6) d9: yes, return date: 13-jan-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to h10 product event summary. Product event summary: information received from the site revealed that the patient became unconscious during a controller exchange and underwent cooling protocol for shock. Additional information received from the site indicated that patient was hospitalized, and the patient experienced respiratory failure requiring intubation. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, respiratory failure is a known potential complication associated with the implantation of a vad. Possible factors that may have led to this event include, but are not limited, to the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and/or the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 medical device: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 31-oct-2017. Labeled for single use? No. (B)(4). Concomitant medical products: 0181 lead, implanted: (B)(6) 2009; 407652 lead and 429878 lead, implanted: (B)(6) 2015; dtma1q1 ICD, implanted: (B)(6) 2019. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited the controller fault alarm that was suspected to be caused by a depleted internal battery and also had an unexpected loss of power. The patient became unconscious during a controller exchange and underwent cooling protocol for shock. It was also reported that the backup controller exhibited a controller fault alarm that was suspected to be caused by a depleted internal battery. The backup controller was exchanged. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that patient was hospitalized and the patient experienced respiratory failure requiring intubation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. See b5. Additional products: d4: serial#: (B)(6) h6: patient ime code(s): e0742 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.